Event description:
The hcp reported that the pt's catheter dislodged and is currently out of the intrathecal space. The pt is awaiting replacement surgery. No pt symptoms were reported. The drug contained in the pt's pump was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.